Event description:
It was reported that the stimulator was interrogated and was showing end of life/end of service messages. Implantable neurostimulator (ins) was programmed at 3.0v, 60pw, and rate of 160 with c+3- and other side was 3.8v 90 and 160r and 4-6+ and electrode impedance was showing 95 on contacts 4,6. It was reported that the patient had several falls since being implanted in (B)(6), but nothing that bumped her head. Patient was getting good tremor control up until she read the end of service message and experienced an increase in tremor. This was premature battery depletion. The ins was replaced on 2012 (B)(6) and would be sent to the manufacturer. X-ray revealed that there was no disconnect or broken lead. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 7482a51 serial# (B)(4), implanted: 2008 (B)(6), product type extension product ID 3387s-40 lot# v037049, implanted: 2008 (B)(6), product type lead. (B)(4).